Manufacturer narrative:
The investigation positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issues most likely was patient movement related. G1 reporting contact email revised on manufacturer device report 1220648-2024-23826 in accordance with updated procedures.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient has many cardiac comorbidities. After the placement of cp, upon transferring the patient from the cath lab table to the bed, impella was accidentally pulled into the aorta. Physician attempted to recross the aortic valve but was unsuccessful. Wire was placed through the reaccess port and impella cp was then removed and physician did not want to replace with the same pump. A new pump was placed without any issue. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.